Manufacturer narrative:
No further information available from follow up contact. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed. (B)(4): the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
No further information available from follow up contact. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed.

Manufacturer narrative:
No further information available from follow up contact. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis only was performed. (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Event description:
An implantable pulse generator system was returned to from an unknown source with no information. Further review of the manufacturer's database indicates the patient is deceased and died approximately one month after system implant. The cause of death has been requested and not received.